Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a lynx sling and cystoscopy procedure performed on (B)(6) 2019 to treat a stress urinary incontinence secondary to hypermobility of the urethra. The patient presented for sling removal on (B)(6) 2019 to treat a voiding dysfunction. An incision was outlined from the bladder neck to just proximal to the urethral meatus. Sharp dissection was used to dissect the periurethral fascia, vaginal epithelium from the bladder neck to just proximal to the meatus and lateral to the inferior pubic rami. The sling was immediately noted to be tight at the mid urethra. It was circumferentially dissected off the mid urethra, cut in the middle and then dissected completely as it inserted into the obturator internus muscle bilaterally. The area was cut and sent for pathological analysis. The urethra was inspected and noted to be intact. The vaginal epithelium was then closed and vaginal packing and foley catheter were left in place. The patient reportedly tolerated the procedure well and was sent to the recovery room in good condition.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, date of mesh explantation, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.